Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that prior to an angioplasty procedure, the catheter was allegedly bent. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta catheter has returned for evaluation. The device appeared clean; no specific anomalies were noted. During the microscopic evaluation a circumferential break was noted to the proximal joint, no evidence of catheter twist/bent found on the distal tip. During the functional evaluation of device through a flushed guide wire lumen an in-house guide inserted through it by maneuvering the catheter kink. Therefore, the investigation for reported bent as inconclusive as no specific bent noted on the catheter end, however the identified break is confirmed for as a break was noted at the proximal glue joint between the balloon and the catheter. The investigation has unconfirmed to the reported device-device incompatibility as guide wire can be able to entered and exit out of the distal tip without any issue. A definitive root cause for the alleged catheter bent , device-device incompatibility and identified catheter break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 06/2023), h11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the catheter was allegedly bent and would not able to go over the wire. The procedure was completed using another device. There was no patient contact.